Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from main body (light blue) of a transfer set. It was further reported that a small piece of plastic broke off the internal lumen of the light blue section. This issue occurred during a continuous ambulatory peritoneal dialysis (capd) exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted the female connector was separated from the main body of the twist clamp. The insert chip was not present on the female connector, however, there was evidence that one was previously present. There was evidence of solvent inside the barrel of the light blue main body component. The reported condition was verified. The cause of the broken solvent bond between the two components could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.